Event description:
Caller reported a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. After the reset, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.